Event description:
Covidien brand, 12mm trocar for davinci camera had a half of a pea sized plastic broke off at the distal end of the trocar. Broken piece was found barely attached to the outside of the trocar after use. Dates of use: (B)(6) 2018. Diagnosis or reason for use: uterine fibroids.